Event description:
The consumer reported the stimulator was not working or stimulating since the day prior to the report. It was noted the patient had charged the implantable neurostimulator (ins) up. The patient stated she did not turn the therapy on. During the call she turned the therapy on and the stimulator was stimulating and she was good. It was confirmed the patient was seeing the therapy on icon on the patient programmer screen. Troubleshooting resolved the reported issue. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.